Event description:
It was reported that the patient was suffering from inflammation, brushing, lack of motion after a partial knee replacement. Doi: (B)(6) 2022 doe: jun, 2023. Affected side: left knee.

Manufacturer narrative:
Product complaint # (B)(4). The initial reporter has been removed for confidentiality/privacy. The initial reporter is the patient. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, "it was reported that the patient was suffering from inflammation, brushing, lack of motion after a partial knee replacement". The product was not returned to depuy synthes, however photos were provided for review. See attachment ((B)(4) patient email response (B)(6) 2024 and external re (B)(4) patient correspondence (B)(6) 2024). The photographs attached were reviewed, however they do not represent the reported complaint as only the labels with device information can be observed on the evidence provided. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the photographs provided are not representative of the reported adverse event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot ==> a manufacturing record evaluation was performed for the finished device jr1286 and no non-conformances or manufacturing irregularities were identified.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: e1 (hospital), a1, a2 (age), a3a. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.